Manufacturer narrative:
The system was examined and the reported event was replicated. The u/s controller printed circuit board (pcb) was replaced for diagnostic purposes. The system was tested and found to meet product specifications. The system was manufactured on october 24, 2006. Based on qa assessment, the product met specifications at the time of release. As the customer did not retain the finished goods consumable lot number, the device history record (DHR) and consumable lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as samples have not been received. Without a sample, it is not possible to isolate the root cause. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer stated that when starting the sculpt mode the system displayed a message indicating the handpiece was occluded. The physician ejected the cassette and reinserted it in the order for the system to work. The case was completed using the same system and cassette. There was no patient harm.